Event description:
It was reported, during a tibial plateau leveling osteotomy (tplo) procedure on (B)(6) 2013; the bottom trigger of a small battery drive is sticking. It was also reported procedure was completed with the use of a spare device with no adverse event to animal. This report is for a small battery drive. This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Additional narrative: upon further review of the complaint, it was determined the complaint is not reportable as it is not likely to result in patient harm or the need for additional medical or surgical intervention. Manufacturing evaluation reviewed, MDR reportability status updated. This does not meet the definition of a reportable event. Synthes is retracting medwatch report # 8030965-2013-02483.